Event description:
The stopcock broke during the second injection of a left ventriculogram procedure. Injection condition: 9 ml/sec, volume 27 ml.

Manufacturer narrative:
Device evaluation: the device was received but the evaluation is not completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: other, a follow-up report will be submitted when the device evaluation has been completed.